Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 700 mg/dl. Customer was treated in the intensive care unit. The customer also stated that they had symptoms like diarrhea and difficulty in breathing. The customer was treated with intravenous drip and manual syringe. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer also stated that they did allege insulin pump was under delivering. Customer stated that auto mode feature was not active. Customer was performed self test and they received hardware low level failures twice. The insulin pump will be returned for analysis.